Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. A leak test was conducted successfully; no leaks were found. No problems were found regarding the reported leaking during wear complaint. Inspection of the formed needle under magnification found no damaged or manufacturing defects. The cause of the reported skin condition irritation complaint could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to (B)(6) while wearing the pod. The patient reported being unsure if the pod cannula was properly seated in the infusion site (leg). When the pod was removed, the pod was found leaking insulin and the adhesive around the infusion site was found swollen and inflamed.